Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2012. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device handle locked closed during a total vaginal hysterectomy and that the blade is sticking out. The site contact could not provide information as to whether the device jaws were applied to tissue when this occurred. There was no pt injury.